Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain via a manu facturer representative. It was reported that the patient was having difficulty charging starting in (B)(6) 2017 and now the device was overdischarged. An x-ray was taken to determine if the ins was flipped and it was determined that it was not. The pocket did not appear to be loose and it appeared to be higher towards the patient¿s ribs. It was noted that the patient had lost about 40 pounds. It was reported that the manufacturer representative would meet with the patient to do a physician mode recharge (pmr) on (B)(6) 2017. Additional information was received from the manufacturer representative. It was reported that the ins was overdischarged because the patient wasn't able to charge, so they stopped trying. It was reported that they were unable to revive the patient's battery by doing a power on reset (por). It was reported that the ins was a little bit higher because it was moved to this position at the patient's request. It was noted that the battery was very accessible and was not implanted too deep. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported a physician mode recharge (pmr) was done. A total of 4, 60 minute sessions were initiated in the office. The patient went home and attempted several more times, but the battery never turned back on. The rep was not aware of any more attempts being scheduled. The rep did not know of any pocket revision done on the patient. The rep noted the patient was very thin and the battery was easily palpable. No further complications were reported.